Event description:
Infusion pump overdelivered. Pt was to receive, over a five-day period, 5-fluorouracil, 10400 mg with 240 ml of normal saline. Pt received total infusion within two (2) hrs. Pt became florid sepsis and expired. Device is being evaluated for possible malfunction and/or human error.